Manufacturer narrative:
(B)(4)

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that the patient was somewhat unresponsive post-operative to lead placement. The physicians were concerned there was a potential stroke. The issue was identified during a neurological exam at bedside in the hospital's neurological intensive care unit (ICU). The issue was not resolved and the patient was alive with injury. No surgical interventions occurred or were planned. The patient's medical history included parkinson's disease. The patient's indications for use were unknown. The stroke was not yet confirmed and the patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.